Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 163 mg/dl, and the bg meter was reading 353 mg/dl. The patient was vomiting. The patient¿s mother took the patient to the emergency room for evaluation. At the ER, the patient was treated with insulin, IV fluids, and an unspecified medication that could not be recalled. At some point in the ER, the patient¿s cgm was reading high mg/dl while the bg meter was reading 270 mg/dl. The patient also continued vomiting while in the ER. The patient was in the ER for less than 24 hours before being discharged. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the c zone of the parkes error grid when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time in the ER. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.